Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was report that an occlusion alarm occurred. The customer had a blood glucose (bg) level of 600 mg/dl. The customer attempted to treat the elevated bg with a manual dose injection but went to the emergency room (ER). While in the ER the customer was treated intravenously with fluids of saline and insulin. The customer was released from the ER 02/14/2023 with issue resolved. A systems check with tandem technical support verified the pump was functioning as intended, however, a replacement pump was sent to the customer. The customer reverted to manual dose injection for insulin therapy.